Event description:
Caller reported cartridge alarm 20 multiple times over a period in august 2025. There was no adverse impact to the customer¿s blood glucose level. Pump was replaced following the complaint, and no further action was needed.